Event description:
It was reported that there was more volume than expected. No expected or actual reservoir volumes were reported. The physician was able to fill the pump to capacity. It was unknown if there were any patients symptoms. The physician did not want to do a day study. The physician felt there was something wrong with the pump and wants everything replaced. The drug contained in the patient's pump was not reported. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.